Event description:
On 11/16/2023, it was reported by a sales representative via (B)(4) that (2) ar-3636 knotless fibertak anchor stitch broke in half. Both anchors were set fine, and the repair stitch passed back through the anchor. Upon locking the repair stitch back through the anchor, it broke close to the anchor; it snapped in half. This was discovered during a bankart repair procedure on (B)(6) 2023. The case was completed by cutting the sutures and using a product from another manufacturer. Additional information received on 12/7/2023: the body of both anchors remain implanted in the patient. The case was delayed thirty minutes; however, additional anesthesia was not needed. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.